Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for movement disorders. It was reported that one of the patient's stimulators seemed to have dropped in how it was controlling symptoms, stating it was not doing a very good job controlling the symptoms, and as a result the patient had pain under her right armpit and was going in for an ultrasound or mammogram in several days. The patient wanted to know the guidelines for the ultrasound and mammogram. The patient also noted they would be seeing their neurologist the day after regarding their symptoms. The patient reported the pre-existing condition of breast cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.